Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05206 / 05207).

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2010 and left hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent right hip revision on (B)(6) 2014 due to effusion, pseudotumor and elevated metal ion levels. Patient's left hip was revised on (B)(6) 2014 due to unknown reasons as there were no signs of wear or erosion and no evidence of metallosis. During both revisions, the head was removed and replaced with a liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.